Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). It was indicated that the device is not returning; as the lens remains implanted therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that after implantation of monofocal intraocular lens (model zcb00 +19.5 diopter), surgeon noticed vacuoles/ bubbles in the lens. Visual acuity post-op: 20/60 (day 1) the lens remained implanted. Additional information was received, and it was learnt that at one week post op examination surgeon could not find vacuoles and not sure what would have caused that appearance intraoperative. Patient is 20/20. No further information provided.